Event description:
Routine phone check 6/12/97 found ventricular loss of capture during magnet mode. Pt symptomatic during that time-dizzy. Pt told to come to office clinic. Interrogated device, found ventricular lead impedance, high ohms, low current output and continued magnet mode problems. X-ray done at office-fracture of lead. Pt admitted 6/13/97 for replacement.